Manufacturer narrative:
The device was returned to zoll medical corporation and the customer's report was not replicated or confirmed. The device was put through extensive testing including bench handling power cycling and functional stress testing without duplicating the report. The device was recertified and returned to the customer. Review of the device log did show occurrences of the reported message. However, this does not necessarily indicate a device malfunction. A 2001 alarm triggers when the communication between the compressor and the spm fails and high pressure o2 is available to provide ventilation. The alarm will continue to sound as a medium priority alarm until the user acknowledges the ventilation is being provided using 02 setting by 2 cm h20 during the expiratory phase of the breath. This alarm can be caused by a leak in the breathing circuit, exhalation valve or patient airway. The accessories that were being used were not returned as part of this investigation. No trend is associated with reports of this type.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device displayed a "compressor fault - 2001" message. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.